Event description:
It was reported that the control iq software did not function as intended. Reportedly, the control iq software delivered automatic correction boluses while the pump was in the sleep mode setting. Additionally, it was reported that the pump intermittently suspended insulin delivery when not intended. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned